Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in an inappropriate shock. Surgical intervention was performed and the lead was capped. No additional adverse patient effects were reported.